Manufacturer narrative:
Additional information b5. B5: the quantity of the affected devices was clarified eighty-six (86). H4: the device was manufactured between 31aug2020 and 01sep2020. H10: eighty-six (86) actual devices were retained by the customer and the device was evaluated by an independent laboratory. It was further reported, the particulate matter was stated to be styrene and acrylonitrile copolymer in fifty-four bags and styrene, polysulfone and styene on thirty-two bags via ftir (fourier-transform infrared spectroscopy); however, the condition could not be confirmed nor refuted. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in an unspecified quantity of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. It was further reported by the customer that the pm was identified to be styrene and acrylonitrile copolymer 32% ¿in at least one bag¿ and styrene and polysulfone ¿in at least one bag¿ via ftir (fourier-transform infrared spectroscopy). The devices had been filled with norepinephrine bitartrate. This issue was discovered after compounding prior to leaving the facility. There was no patient involvement. No additional information is available.